Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant due to high pacing thresholds and helix extension difficulty. This ra lead was explanted and replaced prior to pocket closure. No adverse patient effects were reported.